Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty fsr. The motor was tested outside of the device and passed. The insulin pump passed displacement test, self test and a21 error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. There has been more than one motor error alarm in the last thirty days. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.